Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: misassembly of top pumping segment, tubing not aligned. Material number 2420-0500, lot 20053178.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: one sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Inspection of the sample received shows that the pumping segment tubing was not properly aligned with the upper pumping segment fitting causing the tubing to be installed without engaging the outlet orifice of the pumping segment. A device history record review for model 2420-0500 lot number 20053178 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is a misassembly during manufacturing. The tubing was not aligned to the pumping segment fitting causing the retaining ring to compress the silicone tubing in between the pumping segment fitting and the retaining ring without maintaining the fluid path through the tubing. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of misassembly with lot #20053178 regarding item #2420-0500. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: misassembly of top pumping segment, tubing not aligned. Material number 2420-0500, lot 20053178.